Event description:
Medtronic received a report that pipeline flex stent distal end did not open. The patient was undergoing surgery for treatment of an unruptured, saccular, cavernous segment aneurysm with a max diameter of 5.8 mm and a 4.2 mm neck diameter. The landing zone arterial diameter was 7 mm distally and 10 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal. The angiographic result post procedure was reported as cavernous segment aneurysm. A navien intermediate catheter and a phenom 27 microcatheter were used, and a ped-500-16 flow-diverting dense mesh stent was selected. After the microcatheter and stent were positioned, withdrawal of the microcatheter showed that the tip end of the stent could not be opened. Even after maneuvers such as extending the deployment length, it still could not be opened. To ensure procedural safety, the stent was replaced and the procedure was completed. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.